Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the clips fell out of the clip applier. Another er320 had to be opened to finish the case. There was no consequence to the pt.